Event description:
During a laparoscopic tubal procedure the safety shield would did not retract when applied to tissue. The surgeon used another instrument to complete the procedure. No patient injury was reported.

Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.